Manufacturer narrative:
Patient specifics are not available. Date of the events are unknown. Product has been discarded; therefore, not returned to 3m¿ for analysis. To reduce the risk of leaks, all instructions should be followed as per the instructions for use (IFU). The instructions for use states, the pressure infusor system can accept 250 ml to 1000 ml fluid bags and provides maximum dynamic operating pressure of 300 mmhg. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.

Event description:
A hospital alleged multiple sets of 3m¿ ranger¿ fluid warming sets, high flow (model 34255) leaked at the bubble chamber. The leaks primarily occurred when increasing pressure with a hand pump. No patient or staff injury was alleged. No medical interventions were reported.

Manufacturer narrative:
H10: device catalog alleged was 3m¿ ranger¿ fluid warming sets, high flow (model 24355).

Event description:
A hospital alleged multiple sets of 3m¿ ranger¿ fluid warming sets, high flow (model 24355) leaked at the bubble chamber. The leaks primarily occurred when increasing pressure with a hand pump. No patient or staff injury was alleged. No medical interventions were reported.